Event description:
The procedure was a left fem-pop bypass with right leg stents. The right leg was accessed through the left groin that was exposed from bypass. The stents (2ea) in the right leg were implanted in the distal and mid sfa, and the proximal sfa was then stented with 7x60 everflex. The physician prepared to post dilate the stents and noticed what appeared to be a portion of the protege everflex 7x60 stent deployment system located within proximal sfa. The physician then used 5f sheath, snare, and additional wires to retrieve the tip of the stent. The remainder of the stent deployment system was successfully recovered through sheath via exposed left groin.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. Images of the tip received for review.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Photograph evaluation: four photographs were received (electronically) for review. The photographs were all taken of the protege everflex device associated with this complaint and were taken through a bio-hazard bag. The first image documents the tip tube of the protege everflex inner shaft separated approximately 3mm proximal to the polyimide component. The second image documents the distal tip of the spline shaft and a ring of red material immediately distal to the outer sheath. The inner shaft section did not include any of the polyimide shaft or the retainer. The distal few millimeters exhibited a reduction of the shaft splines. The third image documents the entire tip tube distal to the distal bond. The proximal edge of the tip tube includes the polyimide shaft and at least part of the holder/retainer tube bonding tube. The forth image also documents the tip tube. Immediately proximal to the polyimide shaft was a visible extension. The resolution of the images was not adequate for a determination of failure mode.